Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) cardiac compass was displaying with vertical lines and no data was represented. The device remains in use. No patient complications have been reported as a result of this event.